Manufacturer narrative:
Correction: section h6: previously need to add the unspecified infection code due to erosion potentially caused the infection.

Event description:
Related manufacturer reference number:(B)(4). Related manufacturer reference number: (B)(4). It was reported that the patient presented to the hospital with skin erosion at device pocket site. The erosion was potentially to cause an infection to the device and the leads. The pacemaker and the leads were explanted. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. The cause of infection could not be traced to the device.

Event description:
It was reported that the patient presented to the hospital with skin erosion at device pocket site. The pacemaker was explanted. The patient status as unknown.

Event description:
New information received notes the patient was in stable condition.

Manufacturer narrative:
Correction:previously need to add implant date in section d6a.